Event description:
It was reported that pt's pump was removed from current location to a new location due to skin erosion. No further symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.